Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was damage to the ring around the reservoir compartment. The customer's blood glucose level was 3.1 mmol/l. The insulin pump was not dropped. The device will be returned for analysis.

Manufacturer narrative:
The device was received with partially broken off reservoir tube lip, missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The device was received with missing serial number label, cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched display window, scratched case and keypad overlay.